Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the charged coupled device unit becoming broken while the user was handling the device which led to occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of an image blackout during angulation was confirmed; the issue was attributed to a defective charge-coupled device (ccd). The following additional findings were also noted: protector and video cable aged, and resolving power not obtained due to ccd damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of their evis lucera elite bronchovideoscope in a diagnostic tracheoscopy, the image went black when using angulation. The issue did not result in any delay, and a similar device was used to complete the procedure. The procedure had been completed successfully, and with no delay. There were no reports of patient or user harm associated with this event.